Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact value was not provided. The cause for the reported issue was due to the pump shutting down. The pump shutdown due to normal battery depletion and not being charged by the customer. The pump was powered back on, and a bolus was delivered to address high bg level. In addition, it was reported that the pump prompted the customer to perform the fill tubing multiples times during the load sequence. Subsequently, the customer received a minimum fill notification after reloading the original cartridge customer had when the pump shutdown. Customer could not confirm if the cartridge had at least 50 units of insulin left. Reportedly, the customer loaded a new cartridge to resolve the issue.